Event description:
It was reported that a patient presented with extra cardiac stimulation, noise and myopotential over-sensing on the right ventricular (rv) lead resulting in pacing inhibition. Variable rv capture threshold and loss of capture was observed as well. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable.